Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736356, lot/serial #: unknown ; product ID: 9735764, (lot/batch #: unknown). H6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a boot error. They need to replace the central processing unit (cpu). There was no patient involvement.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. The system was not booting up and was stuck with several errors. They replaced the central processing unit (cpu) and ssd. Installed the new applications. And repaired the port. H2) initial reporter received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: the returned computer was analyzed. A burn-in test passed all tests with the exception of the sound device. For the 3.5mm sound jacks the error received within the burn-in test was, corrupt audio input on right channel. After several reboot attempts the computer did fail to boot up on one occasion with the os software ssd with a pulse audio failure. Several more boot up attempts were successful. Problem appears to be intermittent. This computer was also packed with a fare amount of dust collected in and around the fan and internal components. Previously reported codes b01 and d02 are applicable, as is code c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.